Event description:
It was reported the patient's pc displayed the message "replace generator soon". Surgical intervention was undertaken where the ipg was replaced, and therapy restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.